Event description:
Customer reported that she went to give herself some insulin and the insulin pump did not beep when it was delivering. Customer stated that the numbers flashed however there was no beep. Customer also had blood glucose readings of 50 mg/dl due to the customer being on her menstrual cycle. Customer has treated with food. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No moisture damage in the electronics, motor, vibrator, battery tube and keypad assembly during visual inspection. No blank display during testing. No damage found on the isolation tape noted. The insulin pump was received with cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.